Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: (B)(6) 2023, the swg was found to be kinked prior to use. There was no patient involved.

Manufacturer narrative:
Qn#(B)(4). The customer report of guide wire resistance was confirmed through complaint investigation of the returned sample. The customer returned one arterial catheterization kit for evaluation. No obvious signs-of-use were observed on the returned device. The guide wire was returned partially advanced through the needle cannula. After performing functional inspection, the proximal and distal openings of the needle cannulas were further examined. Adhesive residue was observed on the returned device. The presence of adhesive was confirmed via inspection with a uv light. A kink on the guide wire could not be confirmed due to the damage caused during functional inspection. The returned guide wire length measured 4 5/8" via calibrated ruler which was within the specifications of 4 7/16-4 11/16" per product drawing. The guide wire outer diameter (od) measured 0.390mm via calibrated ruler, which was within the specifications of 0.381mm-0.404mm per product drawing. The needle cannula inner diameter (ID) measured 0.017" via calibrated ruler which was within the specifications of 0.0165"-0.018" per product drawing. Functional inspection of the returned device was performed per the instructions-for-use (IFU) provided with the kit which states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle. When the reference mark on the clear feed tube coincides with the edge of the internal cylinder of the guidewire handle the tip of the guidewire is located at the needle tip." The guide wire was observed to be stuck inside the cannula and was broken while attempting to retract it through the needle cannula, indicating resistance between the guide wire and cannula. The instructions-for-use (IFU) provided with this kit warns the user, "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." A device history record review was performed, and no relevant findings were identified. Based on these circumstances, manufacturing likely caused or contributed to this event. Further investigation has been initiated under teleflex's quality system by the manufacturing site to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: 11 oct 2023, the swg was found to be kinked prior to use. There was no patient involved.

Event description:
It was reported that on (B)(6) 2023, the swg was found to be kinked prior to use. There was no patient involved.

Manufacturer narrative:
(B)(4).